Event description:
Maude event report (B)(4) received. No customer information provided. Per report "filter on tubing noted to be leaking. IV tubing changed." No patient harm indicated and no additional information was contained in the maude event report.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has not been received for investigation. The root cause of the reported leak could not be determined.